Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), nausea, headache and hemorrhage are listed in the acculink instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that five days after the implantation of the acculink stent in the right common carotid artery, the patient experienced a throbbing headache with nausea. The head CT scan showed a small subdural hemorrhage along the right anterior frontal sulcus. The patient was treated with nimodipine, morphine, and percocet. The patient's aspirin and plavix were held. The patient's condition has improved. There was no additional information provided.